Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an inability to insert the atrial lead into the device was not confirmed in the laboratory. Clinical test leads were fully inserted into the header. The torque driver tightened the set screws and secured the leads normally. The cause of the reported inability to insert the atrial lead into the device could not be determined.

Event description:
It was reported that during lead extraction for noise, a secure connection between the ICD and the atrial lead could not be established. The ICD was explanted and replaced.